Event description:
It was reported that during stenting treatment procedure, a guide wire became stuck in the sheath and a distal tip separation occurred. Vascular access was obtained via left femoral artery through contralateral approach. The 80% stenosed target lesion was located in the moderately calcified and mildly tortuous right external iliac artery. The physician used a 6frx45cm non bsc guiding sheath but was unable to be inserted, so they attempted to insert the sheath with the 035/260/1 bx/5 amplatz super stiff guide wire but it got stuck. During the attempt to remove the device, the distal coil of the wire was found to be detached. They exchanged the device with a 0.035*180 non bsc guide wire to complete the procedure. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).